Event description:
Same patient as MFR report #: 6000089-2006-00776, -01444, -01996, -02467. Clinical trial. It was reported that 532 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a target vessel reintervention. Two days prior to the index procedure, the patient was admitted with a one day history of severe, unrelenting chest pain. He had been scheduled for outpatient heart catheterization, but was unable to "withstand the pain." The index procedure identified and treated one target lesion located in the proximal circumflex (cx) with 90% stenosis measuring 3.5x10mm. Target lesion 1 was treated with predilatation and placement of a 3.5x8mm taxus express2 drug eluting stent in sandwich form with previously placed stent resulting in 0% residual stenosis. The left main coronary artery (lmca) was also treated with angioplasty with residual stenosis of 10%. Of note, there was some "snow plowing" effect on a small om branch and the patient experienced some angina; however, it was reported to be mild and tolerable. The patient was discharged the next day on asa and plavix. The patient continued to have chest pain and 532 days following the index procedure, a repeat cardiac catheterization and angioplasty of the proximal lcx was performed. The patient improved and was discharged three days later on asa and plavix.

Manufacturer narrative:
H6. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.